Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration at 2.2 mg/day) and bupivacaine (unknown concentration at 4.5 mg/day) via an implantable pump for an unknown indication for use. It was reported the pump rotor was blocked. The event date was (B)(6) 2019. The hcp made several bolus attempts but the pump was still blocked. The hcp decided to change the pump for the patient's health. The pump was replaced on (B)(6) 2019. The issue resolved. The pump would be returned. There were no reported contributing factors. The patient status was alive - no injury. There were no reported patient symptoms. Further complications were not reported or anticipated. Additional information was received. The patient heard the alarms on thursday ((B)(6) 2019), and went to the emergency room on friday. That same day, in the afternoon, the patient had "deprivation."